Event description:
It was reported that this pacemaker recorded 27 hours of atrial fibrillation in january, though neither the logbook nor trends support this finding. Atrial undersensing was noted in some atrial tachy response (atr) events, raising questions about the accuracy of the burden calculation. The first atr was recorded without an electrogram (egm), and the last one showed undersensing. Then, the next event was the right atrial automatic threshold (raat) test. Technical services (ts) assessment suggested that the auto threshold tests can retry every hour after a failed test so perhaps the 27 hours was extrapolated from the start of the atr to the beginning of this successful test. Clinician will bring the patient into the clinic to adjust the atrial sensitivity. Currently, this pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. With the available information, boston scientific cannot confirm the clinical observations due to lack of product return. Review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. This device remains in-service. As such, physical analysis has not been conducted in our laboratory. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this pacemaker recorded 27 hours of atrial fibrillation in january, though neither the logbook nor trends support this finding. Atrial undersensing was noted in some atrial tachy response (atr) events, raising questions about the accuracy of the burden calculation. The first atr was recorded without an electrogram (egm), and the last one showed undersensing. Then, the next event was the right atrial automatic threshold (raat) test. Technical services (ts) assessment suggested that the auto threshold tests can retry every hour after a failed test so perhaps the 27 hours was extrapolated from the start of the atr to the beginning of this successful test. Clinician will bring the patient into the clinic to adjust the atrial sensitivity. Currently, this pacemaker remains in service and no adverse patient effects were reported.